Event description:
It was further reported, by an individual at the office of the medical examiner (me), that the case was still pending. Subsequently, the me stated, that based on their initial impressions, the pump device itself did not cause the death. However, the me asked ¿was the frayed catheter potentially leaking and being absorbed in the tissues?¿ the me was awaiting toxicology on dilaudid, bupivacaine, and baclofen. It was anticipated that, once toxicology results were received, the me could make a final determination and autopsy report. Additional information regarding the event has been requested, but was not available until the autopsy report is completed. A follow-up report will be submitted if additional information is received.

Event description:
Per the medical examiner¿s final autopsy report the patient¿s cause of death was ¿complications of end-stage renal disease due to diabetes mellitus and hypertension¿. The patient¿s manner of death was ¿natural¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, per the medical examiner¿s office, the autopsy report had not yet been completed at the time of this report. However, the patient¿s cause of death was determined to be natural, due to complications of end stage renal disease, diabetes, and hypertension. No additional information was available at the time of this report.

Event description:
It was reported that this patient had died and the patient¿s family had questioned if something was wrong with the catheter. Reportedly, the pump was found to be empty at a refill when there should have been some residual volume. The reporter ¿was under the impression¿ that the family thought that an overdose or overinfusion may have occurred. This device system delivered the following concentrations: dilaudid 40mg/cc, bupivacaine 38mg/cc , and baclofen 360mcg/cc. The pump was programmed on a flex dosing schedule noted as dilaudid: 15mg/day, bupivacaine: 14.2mg/day, baclofen: 134.5mcg/day. The patient was also taking ambien, amitiza, oral baclofen, linzess, percocet, and zofran. An autopsy was performed but the cause of death was not yet determined by the medical examiner and therefore it was not determined if this was related to the implanted infusion system or overinfusion. Another attempt was made to capture the patient¿s official cause of death. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731, lot# b005986n59, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter. All previously reported codes were updated/corrected. (B)(4) refers to the catheter (8781). The (B)(4) refers to the pump. The (B)(4) refers to the 8731 catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the patient suffered severe and permanent injuries, hospitalization, and death as a foreseeable, direct and proximate result of defects in his device pump system for intrathecal drug delivery. The patient was pronounced dead on (B)(6) 2014. It was noted the patient suffered serious injuries and death from a malfunctioning and defective device. The patient's injuries proximately resulted from the negligent and/or reckless and/or wrongless acts and omissions and fraudulent representations. The patient suffered from disabling chronic low back pain stemming from an injury on (B)(6) 1983 and failed low back surgeries. At the time of his treatment and death the patient was in the care of his wife. The synchromed ii device implanted in his body was intended to deliver a programmed amount of a combination of medications, including dilaudid, bupivacaine, and baclofen into his spine, reducing or eliminating the need for oral medications to control his pain. Shortly after the patient had his device implanted, his pain improved somewhat. However, over the years that he had the device, he experienced a series of overdosing episodes and withdrawal with lethargy, decreased responsiveness, increased sedation, nausea, vomiting, diarrhea, weight loss, weakness of limbs, dehydration, chest pain, severe drowsiness, sweating, and other symptoms and injuries. Over the course of the next several years the pump malfunctioned causing him significant injuries greatly contributing to his increased illness and progressive weakness and frailty, subsequently resulting in his death. On (B)(6) 2010, the patient appeared at his physician's office for his regularly scheduled pump fill. At that time, his physician expected 2.5 cc of medication to be remaining in his pump, however less than 1 cc medication actually remained, indicating the patient's pump overinfused approximately 2.4 cc of medication than prescribed by his physician during the course of three months. On (B)(6) 2010, the patient again appeared at his physician's office for his regularly scheduled pump fill. At that time, his physician expected 2.5 cc of medication to be remaining in his pump, however less than 1.1 cc medication actually remained, indicating his pump overinfused approximately 2.3 cc of medication than prescribed by his physician during the course of three months. On (B)(6) 2010, the patient was nonresponsive and slept for almost two days. He was seen in the emergency room having been brought in by paramedics and hospitalized until (B)(6) 2010. On (B)(6) 2010 he fell asleep while toileting and fell forward cutting open his head. He suffered a concussion for which he sought emergency treatment at the hospital. On (B)(6) 2010, the patient again appeared at his physician's office for his scheduled pump fill. At that time, his physician expected 2.9 cc of medication to be remaining in his pump, however the reservoir at this visit was empty, indicating his pump overinfused approximately 2.9 cc of medication than prescribed by his physician during the course of three months. On (B)(6) 2012 he was seen once again in the emergency room with the same symptoms in addition to diaphoresis (excess sweating), anxiety, and what he described as "skin crawling" with a significant increase in his pain. On (B)(6) 2011, the patient appeared again at his physician's office for his scheduled pump fill. At that time, his physician expected 2.9 cc of medication to be remaining in his pump; however the reservoir at this visit was empty, indicating the pump overinfused approximately 2.9 cc of medication than prescribed by his physician during the course of three months. On (B)(6) 2011, the patient's pump was refilled and his physician expected 2.9 cc of medication to be remaining in his pump; however the reservoir at this visit was empty, indicating the pump overinfused approximately 2.9 cc of medication than prescribed by his physician during the course of three months. Several fills later, on (B)(6) 2012 the patient again appeared at his physician's office for his regularly scheduled pump fill. At that time, his physician expected 4.2 cc of medication to be remaining in his pump, however less than 0.5 cc medication actually remained, indicating the pump overinfused approximately 3.7 cc of medication than prescribed by his physician during the course of three months. On (B)(6) 2012, once more the patient was nonresponsive and slept for almost two days. He was seen in the emergency room, having been brought in by paramedics and hospitalized until (B)(6) 2012. On or about (B)(6) 2012, the patient experienced withdrawal symptoms of increased pain, crying, agitation, cold sweats, anxiety, shakiness, and itchy skin. His pump was refilled on (B)(6) 2012 and the symptoms promptly started to dissipate. However, on (B)(6) 2012, the patient exhibited an altered mental state and on (B)(6) 2012 he experienced a fall, cutting open his head and toe. On (B)(6) 2012 the patient again appeared at his physician's office for his regularly scheduled pump fill. At that time, his physician expected 5.0 cc of medication to be remaining in his pump, however less than 1.0 cc medication actually remained, indicating the pump overinfused approximately 4.0 cc of medication than prescribed by his physician during the course of three months. On (B)(6) 2012 the patient again appeared at his physician's office for his refill. At that time, his physician expected 5.0 cc of medication to be remaining in his pump, however less than 1.0 cc medication actually remained, indicating the pump overinfused approximately 4.0 cc of medication than prescribed by his physician during the course of two and a half months. On (B)(6) 2012 at the patient's refill, his physician expected 5.0 cc of medication to be remaining in his pump, however less than 1.0 cc medication actually remained, indicating the pump overinfused approximately 4.0 cc of medication than prescribed by his physician during the course of twenty-six days. On (B)(6) 2012, the patient underwent a catheter study. The physician was unable to withdraw from the catheter access port and suspected that there was a catheter malfunction. On (B)(6) 2013 the patient again appeared at his physician's office for his pump fill. At that time, his physician expected 5.0 cc of medication to be remaining in his pump, however less than 1.0 cc medication actually remained, indicating the pump overinfused approximately 4.0 cc of medication than prescribed by his physician during the course of one month. On (B)(6) 2013, the patient had another episode where he was seen at the hospital for nausea, vomiting, and diarrhea. To follow up on those findings, on (B)(6) 2013, the patient then underwent a CT scan that showed a mass at the catheter tip. On (B)(6) 2013 the patient again appeared at his physician's office for his regularly scheduled pump fill. At that time, his physician expected 5.0 cc of medication to be remaining in his pump, however less than 1.0 cc medication actually remained, indicating the pump overinfuse d approximately 4.0 cc of medication than prescribed by his physician during the course of three months. On (B)(6) 2013, the patient underwent a procedure to replace his catheter with a 66.0 cm ascenda intrathecal catheter model #8781. Unfortunately, the patient then suffered from a cerebral spinal fluid leak (csf), increased pain, and temporary paralysis of his legs for which he then was then seen at the doctor's office the next day. He had his back incision re-sutured to assist in stopping the leak. Later on the patient was again seen at the hospital on "(B)(6) 2012" for extreme pain, numbness of limbs, temporary paralysis. He was given a shot of dilaudid and his symptoms subsided. On (B)(6) 2013 the patient again appeared at his physician's office for his pump fill. At that time, his physician expected 5.9 cc of medication to be remaining in his pump, however less than 1.0 cc medication actually remained, indicating the pump overinfused approximately 4.9 cc of medication than prescribed by his physician during the course of two months. The patient returned to the hospital on (B)(6) 2013 exhibiting weakness, numbness of limbs, chest pain, cold sweats, and increased pain. He later presented to the hospital exhibiting similar symptoms of weakness, numbness of limbs, chest pain, and increased pain on (B)(6) 2013. On (B)(6) 2013 the patient appeared at his physician's office for his pump fill. At that time, his physician expected 3.4 cc of medication to be remaining in his pump, however less than 0.5 cc medication actually remained, indicating the pump overinfused approximately 3.350 cc of medication than prescribed by his physician during the course of two and a half months. On (B)(6) 2014 the patient again appeared at his physician's office for his regularly scheduled pump fill. At that time, his physician expected 7.1 cc of medication to be remaining in his pump, however less than 0.5 cc medication actually remained, indicating the pump overinfused approximately 7.05 cc of medication than prescribed by his physician during the course of three months. The hospital also treated the patient for a bowel impaction on (B)(6) 2014 due to opioid overdose. On (B)(6) 2014, the patient had his pump refilled. The physician noted that there was 4.9 milliliters less than expected of medication in the pump reservoir as a discrepancy. There was no change in the dosage of medications to be delivered through the pump. On (B)(6) 2014, the patient had a refill of his device. Again, the physician noted the discrepancy of medication that should have been in the reservoir of the pump, which should have been 5 milliliters; however, less than 0.1 milliliters was withdrawn. There was no change in the dosage of medications. On (B)(6) 2014, the patient became lethargic and without appetite. He laid down in the early evening and was unconscious and unresponsive thereafter. From (B)(6) 2014 until his death, the patient exhibited signs that he was in a lot of pain, shallow breathing, and at times had high blood pressure. He was treated by hospice care with medications for comfort care, but never regained consciousness. He was pronounced dead on (B)(6) 2014. An autopsy was performed on (B)(6) 2014 by the medical examiner indicated that approximately 2 centimeters away from the pump, the catheter appeared to be frayed. There was slightly over 34 milli liters of medication removed from the pump reservoir, which the interrogation of the pump indicated that there should have been 34.8 milliliters. After the patient's (B)(6) 2014 refill of his pump to capacity (expected 40mls), on the date of his death on (B)(6) 2014, the reservoir still should have contained 37 milliliters of medication. Again,the patient had a discrepancy in the medication delivery. A company representative (rep) interrogated the pump and took possession of it for examination by the manufacturer. The cause of death from an additional autopsy performed (B)(6) 2014 has pathological diagnoses as opiate toxicity due to opiate overdose due to intrathecal pump failure. The blood concentration of hydromorphone (brand name dilaudid) found in the patient's system at his death was a lethal level of opiates with a concentration of 20,969 ng/ml from a toxicology analysis. The (B)(6) 2014 the autopsy also found that one end of the catheter was faintly jagged. There was also a larger caliber intrathecal catheter that was not attached to the pump that was moving freely in the subdural space of the spinal canal. That catheter also had a semi jagged end on one side and the other end was only slightly jagged. Starting in 2010, the efficacy of the device decreased due to the overdosing of medication delivery to the treatment site then followed by withdrawal symptoms and the return and exacerbation of his pain. The malfunctioning device delivery of medications to the treatment site caused significant injury and subsequent death. Though not recognized as such, these symptoms indicated his device was malfunctioning by overdosing the amount of medications delivered to the patient. The manufacturer had not yet announced its recall of the device due to overinfusion. For the next several years, the patient suffered greatly from the undiagnosed cycle of overinfusion of medications, followed by increased irritation, discomfort, and pain caused by overinfusions and then withdrawals. It was noted despite the manufacturer's knowledge of its 2014 recall due to the pump's overinfusion and underinfusion of medications despite proper dose programming by the physician, no one informed the physician and the patient that the overinfusion and underinfusion cycle causing so much pain and suffering, and subsequently death of the patient was caused by a defect in a recalled device. During the time that the patient was experiencing his symptoms and showing the discrepancy of medications in his pump reservoir, the manufacturer was called by the patient's medical providers. The patient and his medical providers were advised several times that the levels of missing medications were within normal limits of variation. The infusion system implanted in the patient starting on (B)(6) 2010 and revised on (B)(6) 2013 was subject to recalls. The continuous malfunctions and defects in the patient's device resulted in severe pain, lack of mobility, severe withdrawals, and ultimately his death. The continuous malfunctions and defects in the device rendered the device inefficacious and led to the patient not receiving the appropriate programmed dose of his medications. As a result of the aforementioned defects and malfunctions, the defective device failed to deliver the prescribed medications as programmed. These defects and malfunctions resulted in the intermittent delivery of the medication, medication overdosing or "dumps" delivering too much medication to cause his lethargy, or a complete failure to deliver medication, causing withdrawal and severe damages and injury to the patient and ultimately his death. The patient and his wife suffered loss and incurred further damages of medical bills. It was noted the adverse event associated with overinfusion as described in the class I recall was identical to the adverse events experienced by the patient. Had the patient and medical providers known the device were not manufactured according specifications, and that the nonconforming products could result in the overinfusion and underinfusion of medications that caused significant suffering in the patient and resulted in his death, the patient would have avoided use of the defective device as a means to deliver his needed medications. The device implanted in the patient's abdomen failed and required revision and removal surgeries. The patient suffered injury due to two non-conforming, adulterated, and defective intrathecal catheters {refer to manufacturer report # 3007566237-2016-03702 regarding the 8731 catheter with previous pump}. These catheters were noted by his medical providers to be frayed and broken, and thereby failed to properly deliver medication to the patient's treatment site as programmed by his medical providers. The patient endured additional surgical procedures in attempt to correct the defects in his device and continued to experienced severe pain and suffering that ultimately resulted in his death, and other damages. It was noted had the FDA been properly and timely warned of the high failure rates of the intrathecal catheters, the patient and his medical providers would have learned of the high failure rates of catheters and heeded that warning, thereby avoiding use of the intrathecal catheters. Catheters were implanted in the patient's body and failed during their normal use, which prevented accurate delivery of medication to the patient's intrathecal space at the programmed rate and prevented the treatment the device was designed to provide. Because his device could no longer effectively deliver medication to the treatment site in a safe manner, the patient's device caused significant injuries and required revision and ultimately removal. The patient and his medical providers received, heard, and/or read the manufacturer warranties that the device conformed to regulations and specifications, and was safe, effective, and fit and proper for its intended uses and foreseeable uses. Based on the manufacturer's representations of the significant benefits of the device as compared to other forms of medication delivery or treatment for pain, the patient purchased and underwent surgery for implantation of the device. The patient and his medical providers relied upon the warranties that the device conformed to regulations and specifications, and was safe, effective, and fit and proper for its intended uses and foreseeable uses, when in fact it was manufactured in violation of federal regulations and specifications and was unsafe and unfit for such uses. The patient's device, which lacked a catheter free from defect, was not reasonably fit for ordinary use or use in the manner ordinarily contemplated.

Event description:
It was later reported that the patient may have had a defective pump. Guidelines for removing the pump to interrogate it were requested.

Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4). Analysis of the pump revealed an infusion accuracy test failure. Overinfusion was noted with an undetermined root cause.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis revealed a non-significant catheter strain relief shroud anomaly that may or may not be explant related. Analysis of the catheter was initially completed on 2014-10-01, but was not previously reported, as there was no complaint on the catheter prior to the date of this report.

Event description:
Additional information received reported there was no cause of death listed in the chart and that there was no autopsy report. There were no patient symptoms or issues listed in the patient¿s chart leading up to their death. Their last refill had been on (B)(6) 2014. There were no notes about any volume issues, missed appointments, etc. It was then reported the patient¿s doctor was out of town and the reporter recommended following up with the doctor to see if they knew anything else. Additional information regarding the event and has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.